Event description:
Customer reports, during daily test, the device would intermittently power off. No reported patient involvement. Service representative has been unable to duplicate the reported condition, evaluation is continuing.